Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no insulin was seen exiting the tubing. The customer changed the tubing and continued to not see insulin exit the tubing. The customer disconnected the luer lock connection, fill tubing, and no insulin drops were seen. A new cartridge was successfully loaded, drops of insulin were seen exiting the tubing, and insulin delivery was resumed. There was no impact to the customer's blood glucose level.